Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the antrum during a laparoscopic procedure, there was an incomplete staple line distally. Open staples were also noticed at the distal part. Another reload was used to fix the staple line and the case was completed. There was no patient injury.